Manufacturer narrative:
The motor was tested outside of the device, and it passed. The pump was received with a blank display due to severely corroded battery tube and battery cap contacts. Unable to perform the displacement, rewind, basic occlusion, prime, occlusion or excessive no delivery tests due to the blank display. Unable to verify motor error alarms or other error alarms due to the blank display. The pump had corrosion on the motor housing. No corrosion on motor home switch noted. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm six times previously. Customer's blood glucose was 127 mg/dl at the time of incident. Customer's current blood glucose was 164 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also stated they received a motor position encoder error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.